Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issue appears to be related to operational context. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, it was reported that during stent placement, the tip of the guide wire fractured. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D4- model #/catalog# updated from unk universal bmw ii to: 1009664. D4- lot# updated from unknown to 5071772. D4- primary UDI number updated from unknown to: (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the proximal mid right coronary artery (rca) with 95% stenosis. During stent placement, it was noted that the balance middleweight (bmw) universal ii guide wire was noted to separate. No resistance was noted. The tail end was withdrawn but a piece remains in the patient. The device was immediately replaced. There were no adverse patient sequela. No additional information was provided.